Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correctional report. Date received by mfg date has been corrected as this section was incorrectly documented in the initial 30 day report.

Event description:
A social media complaint was received and a caregiver reported her son, the customer, received a lower scanned value while wearing the adc freestyle libre sensor compared to a hospital meter. The customer obtained a scan of 250 mg/dl compared to a blood glucose value of "over 750 mg/dl and "was hospitalized with ketoacidosis" there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A social media complaint was received and a caregiver reported her son, the customer, received a lower scanned value while wearing the adc freestyle libre sensor compared to a hospital meter. The customer obtained a scan of 250 mg/dl compared to a blood glucose value of "over 750 mg/dl and "was hospitalized with ketoacidosis" there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A social media complaint was received and a caregiver reported her son, the customer, received a lower scanned value while wearing the adc freestyle libre sensor compared to a hospital meter. The customer obtained a scan of 250 mg/dl compared to a blood glucose value of "over 750 mg/dl and "was hospitalized with ketoacidosis" there was no report of death or permanent injury associated with this event.